Event description:
It was reported that the patient passed away while connected to the ventilator. There was audible alarms (hi peep and low min volume) present at time they powered off the ventilator. The respiratory therapist noticed that the patient circuit peep valve had a damaged o-ring.